Event description:
Reference number (B)(4). Event occurred in the germany. It was reported by the patient that the plaster was wet and smelled of insulin. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions the information in this complaint (B)(4) has been evaluated. The batch 6004640 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance work instructions (wi) guideline for test of reference samples version 11 for the malfunction leakage from infusion site (specific cause not identified) complaint investigations. 1 used cannula part and 1 serter with introducer needle were provided and there is visible the soft cannula was kinked in the tip and the introducer needle was bent. The following test was performed: visual test according to with wi version 43 test on returned samples, 1 cannula and 1 serter with introducer needle were not passed the test. - test 1 according to with wi version 9 test on returned samples, 1 cannula passed the test. - test 2 according to with wi version 44 test on returned samples, 1 cannula passed the test. A batch record review was conducted resulting in the following: - the lot 6004640 was manufactured according to the wi version 66 manufactured in the linea 6, on 05/dec/2023, with a total of (B)(4) units. Review of the device history report (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. A query was run in software against malfunction idd-pmc02.01 and lot number 6004640 and no other complaint has been registered in software since the last 12 months. Conclusion summary of the related event: as a result of the following: harm reported, cannula was found kinked and the introducer needle bent, no non-conformance (nc) raised during production related to this issues, no other one complaint has been registered in software, failure found is not related to the manufacturing.

Event description:
To date, additional patient or event details were received which have been added in h11.